Event description:
It was reported to medtronic minimed that the customer reported pump housing has a crack. The customer reported no adverse event. The event involved product(s) mmt-1886l. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1886l was requested and the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. On 24-feb-2026, the customer alleged for cosmetic damage (location not specified by customer). Pump was received with critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. The pump was received with a minor scratched display window, scratched case, scratched keypad overlay, pillowing keypad overlay, cracked case at battery tube side, cracked battery tube threads, cracked case corner belt clip rails, faded/peeling keypad overlay, and corroded battery tube. Pump was cut open to perform visual inspection and found corroded pcba1, force sensor, and keypad flex tail. Moisture damage found on the pcba2. No damage noted on the motor. The test p-cap locks properly into the reservoir compartment. Cosmetic damage confirmed at the back and front of the pump. Alarm-aa99-critical pump error confirmed due to corrosion and moisture damage on the pcba1, force sensor, and pcba2. For additional information regarding the tests performed refer to (B)(4). Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.